Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of over infusion of propofol could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related to the reported issue, the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 12:12 am, the first infusion of the reported day was programmed with the suspect device with a rate of 4.5ml/h and vtbi (volume to be infused) of 35.7ml. The profile in use was identified as adult. The infusion started with a pvi (primary volume infused) of 170.994ml. From 1:29 am to 4:49 pm the infusion was reprogrammed, changing the rate seven (7) times using the same parameters. The last infusion recorded the day of the reported event was programed at 5:59 pm, with a rate of 9ml/h and a vtbi of 100ml. The pvi was observed to be 292.671ml. The total volume infused recorded was calculated to be 121.677ml in 18 hours 11 minutes. This value was derived by subtracting the initial accumulated pvi (primary volume infused) = 170.994ml at the start of the infusion from the final pvi (primary volume infused) = 292.671ml at the end of the infusion. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of propofol. The patient was already intubated at the time of the event. The patient did experience hypotension. The pump was sequestered. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of propofol. There was patient involvement, but the outcome was unknown. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, manufacturing location, PMA / 510(k)#. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of propofol. The patient was already intubated at the time of the event. The patient did experience hypotension. The pump was sequestered. Although requested, the customer declined to provide additional information.